Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx cr (p/n 441386, s/n (B)(6)). Customer indicated about the vial being flagged as anonymous after returning false positive. A bd remote assistance communicated with the customer and had the customer scan accession and suggested them to type in sequence as barcode itself was covered. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was customer workflow induce. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer had a single false positive which they gram stained and determined negative and are having an issue returning to instrument to continue protocol. "

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer had a single false positive which they gram stained and determined negative and are having an issue returning to instrument to continue protocol."